Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during insertion, saline was leaking from lor syringe. The user suspects there might be gap between the plunger and the barrel. There was no patient injury.

Manufacturer narrative:
(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the lor syringe with no relevant findings. The customer reported the lor syringe was leaking between the barrel and plunger. The customer returned one glass lor syringe (B)(4). Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. However, after functional testing, microscopic examination revealed, the base of the syringe barrel where the plunger is inserted is not completely round as compared to a lab inventory glass lor syringe (B)(4). No visual defects or anomalies were observed with the returned plunger. Functional testing was performed on the returned syringe using the lab leak tester (c005176) per the parameters in amrq-000128 rev. 3, section 7.2-positive pressure leakage. Water was aspirated into the syringe and the syringe was inverted to remove any air from the barrel. The tip of the other remarks: syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. A leak could be seen between the barrel and plunger of the syringe. The test was performed once again using a lab inventory barrel and the returned plunger. No leaks were detected. The test was performed once again with the returned barrel and a lab inventory plunger. A leak could be seen between the barrel and the plunger. Microscopic examination of the returned glass lor syringe barrel indicated the base of the barrel is more oval shaped and less rounded as compared to lab inventory syring e (B)(4). Therefore, it is not allowing a complete seal inside the syringe barrel. Nonconformance have been initiated to further investigate this complaint issue. The reported complaint of the lor syringe leaking was confirmed based on the sample received. Functional testing revealed the lor syringe was found to be leaking around the barrel and plunger. Visual examination revealed the base of the barrel was less rounded than compared to a lab inventory syringe which does not allow a complete seal inside the barrel. No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the lor syringe with no evidence to indicate a manufacturing related issue. The lor syringe is a purchased part. Therefore, the potential root cause of this issue is supplier related. A nonconformance has been initiated to further investigate this issue.

Event description:
It was reported that during insertion, saline was leaking from lor syringe. The user suspects there might be gap between the plunger and the barrel. There was no patient injury.